Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood/IV fluid from the injection port cap. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a number have a valve malfunction allowing blood (or IV fluids if running) to retrogradely leak out via the coloured injection port cap.. A 22 or 20g the rate is slow, but it comes pouring out of it 16g.."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood/IV fluid from the injection port cap. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a number have a valve malfunction allowing blood (or IV fluids if running) to retrogradely leak out via the coloured injection port cap.. A 22 or 20g the rate is slow, but it comes pouring out of it 16g.."